Event description:
It was reported that a syringe 0.5ml 31ga 8mm ufii 10bag 500cs separated from the hub during use. The following was reported by the initial reporter: "it was reported that needle shields are difficult to remove and needle hub separates into shield when removed. Verbatim: consumer reported needle shield difficult to remove. Also reported needle hub separated and stayed inside of the shield."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-10-23. H6: investigation summary : customer returned (1) 1/2cc, 8mm, 31g syringe in an open poly bag from lot # 9343403. Customer states that needle shields are difficult to remove and needle hub separates into shield when removed. The returned syringe was tested to determine the shield removal force (specs: shield removal force for 1/2cc after sterilization: 0.85-5.95 lbs.). The shield removal force was measured as 5.12 lbs., which falls within specifications. Also, the hub assembly did not separate when the shield was removed. A review of the device history record was completed for batch# 9343403. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200873620] noted that did not pertain to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a syringe 0.5ml 31ga 8mm ufii 10bag 500cs separated from the hub during use. The following was reported by the initial reporter: "it was reported that needle shields are difficult to remove and needle hub separates into shield when removed. Verbatim: consumer reported needle shield difficult to remove. Also reported needle hub separated and stayed inside of the shield. "